Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered several inappropriate anti-tachycardia pacing (atp) and electric shock therapies for an episode that went from monitor only zone to therapy zone. Initially, the device inhibited the therapy but the sustained rate duration (srd) algorithm timed out and sent therapy. The therapy was exhausted and the device failed to convert the arrhythmia. The delivered therapy is considered inappropriate as the patient experienced a supraventricular tachycardia (svt). The device remains in service. Several corrective options are to be discussed with the health care professional (hcp). No adverse patient effects were reported.